Event description:
End user states the padded shower commode broke while in the shower.

Manufacturer narrative:
(B)(4). The event was marked as a product problem only. On (B)(6) 2013 new information determined that the event is both an adverse event and product problem. Non-serious injury sustained that did not result in death, disability, was not life-threatening nor required medical intervention.